Event description:
A peritoneal dialysis (pd) patient called tech support because he was in dwell 1 when he noticed that the cycler would not switch over to fill 2. He said he had drained out 4126 ml when he expected to drain 2000 ml. He provided the following treatment data: drain 0: 1321 ml; fill 1: 1999 ml; drain 1: 4126 ml. He states that his primary question was why the cycler was not switching to the next fill cycle. He did not experience any pain or discomfort as a result of the large drain volume. The patient's pd rn was contacted and stated he mistakenly used the 4.25% delflex solution for his treatment rather than the prescribed 1.5% solution which may have been a factor of the large drain 1 volume. She confirmed the patient did not complain of any discomfort or pain and there was no need for medical intervention of any type during or following the event. The patient continues with the ccpd program in stable condition without further problems. The reported drain 1 volume of 4126 ml exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of both the written and partial cycler treatment data sheets by the post market clinical department provided by the patient's pd rn. A large intra-peritoneal volume drained at drain 1 occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. Upon receipt of medical records and completion of the peritoneal cycler (plant investigation), a supplemental MDR report will be submitted.